Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2002 the patient presented with back and neck pain following at mva. Cervical spine x-rays were taken which demonstrated anterior spondylosis most evident at c5-6. The pre-cervical soft tissues appeared grossly normal. The odontoid appeared centered between the lateral masses. On (B)(6) 2003 the patient underwent a lumbar spine MRI which demonstrated degenerative disc disease at l4-l5 and l5-s1 with associa ted arthrosis bilaterally and resultant stenosis of the lateral recess foraminal regions and a diffuse disc bulge at l4-5 and l5-s1with resultant effacement and indentation of the complexes at l5-s1. On (B)(6) 2004 the patient presented low back and buttock pain (on and off 10years); neck pain (1 year); and occasional gastritis with vomiting of blood. A MRI showed disc herniation l4-5 and l5-s1 with underlying degenerative disc disease and stenosis at those levels. On (B)(6) 2004 the patient presented with pain. Per the encounter notes the patient had had epidural shots in the past but they only provided temporary relief. On (B)(6) 2004, (B)(6) 2004, and (B)(6) 2004 the patient presented with lower back pain. On (B)(6) 2004 the patient presented with lower back pain and spasms throughout the lumbar paravertebral area. On (B)(6) 2004 the patient presented with right leg and mid lower back pain. The patient underwent a lab which came back abnormal. On (B)(6) 2004 the patient presented for a pre-op chest x-ray which was unremarkable. On (B)(6) 2004 the patient presented with low back pain and bilateral leg symptoms with the preoperative diagnosis of severe progressive degenerative disk disease with segmental instability. The patient underwent surgery which consisted of a complete and bilateral l4-5 and l5-s1 hemilaminectomy, microdiscectomy with wide foraminotomies followed by interbody arthrosis at l4-5 using13 x20 bak cages and interbody arthrodesis at l5-s1 using 11x20 mm bak cage with bmp followed by pedicle screw fixation from l4 to the sacrum. Per the operative report at the right ls-s1 level, he had some variant of anatomy and the pedicle of ls was extremely low compared to that of the left side. This meant that the ls and s1 roots were taking off from the thecal sac directly over the disk. Good purchase of the bone was obtained and a good secure cage position was obtained. At the 5-s1 level, the left side was easy to get an 11 x 24 mm cage in place, however on the right side this could not be done due to the variant of anatomy with the two roots exiting directly over the disk space. Even trying to take down some of the inferior surface of the pedicle of the l5 did not enable mobilizati on of the root enough even to get an 11 mm cage placed. At this point, the disk was curetted out until a bony surface was identified above and below. The extra bmp sponges from the cages were then positioned in the interspace. It should be noted that the pedicle screws were then placed into the l4, l5 and s1 pedicles. All the pedicles on the right side were somewhat inferior to the pedicles on the left side. However, once they were cannulated, good secure fit was obtained. Fluoroscopic guidance was utilized during t he procedure along with x-rays for alignment and positioning. No patient complications were reported. On (B)(6) 2004 the patient underwent labs. On (B)(6) 2004 the patient presented with improvement of symptoms post-surgery. The patient underwent a lumbar spine MRI which showed bilateral pedicle screws at l4, l5 and s1 with vertical connecting rods. Two bak cages were present at the l4-5 disc space and one to the left of midline at l5-s1. Upper lumbar disc space heights were maintained. Sacroiliac joints were not well defined. Lateral views were obtained in flexion and extension and showed no obvious motion through the fused levels and limited motion above. On (B)(6) 2005 the patient presented limitations of lumbar rom; spasms at l3; and tension at the lumbar paravertebral area. The patient reported feeling initially better after the surgery but over the past several weeks had had more stiffness in the low back. On (B)(6) 2005 the patient presented with stiffness in hips and lower back. On (B)(6) 2005 the patient presented with an improvement in lower back but stiffness on the right side with leg pain. On (B)(6) 2005 the patient presented with lower back pain radiating to the right hip. A CT scan was conducted which showed what appeared to be significant degenerative changes with irregular appearance of the bilateral facet and transverse processes at the t12-l1 level and also t12 and t11 level. The spinal cord conus terminated at l1. On (B)(6) 2005 the patient presented with lower back stiffness but stated they were 50% better since surgery. On (B)(6) 2005 the patient presented with improved lower back pain. On (B)(6) 2005 the patient presented with improved lower back pain and right hip soreness. On (B)(6) 2006 the patient presented with right hip soreness and an improvement in lower back symptoms. On (B)(6) 2006 the patient presented with improvement in right hip pain and some lower back soreness. On (B)(6) 2006 the patient presented lower back soreness and right hip ache/pain. On (B)(6) 2006 the patient presented with increasing pain on right side of back. On (B)(6) 2006 the patient presented with lower back pain and stiffness. On (B)(6) 2006 the paten presented with lower back soreness and neck pain. On (B)(6) 2006 the patient presented with back, right knee, and right leg pain. On (B)(6) 2006 the patient presented with lower back soreness and aches in the right hip. On (B)(6) 2007 the patient presented with right hip, right leg, and lower back pain. On (B)(6) 2007 the patient presented with lower back soreness and pelvic unleveling. On (B)(6) 2007 the patient presented with improved lower back pain. (B)(6) 2007 the patient presented with right side pain in lower back; limited rom; spasms in the lumbar paravertebral area; radicular symptoms at the l3 area; and some numbness in the right quadriceps. On (B)(6) 2007 the patient presented with low back and hip pain; difficulty sleeping secondary to pain; weakness in legs; and possible herniation. The patient underwent a lumbar spine MRI which showed some mild clumping of the nerve roots at l4-5 possibly indicative of arachnoididitis. There was no evidence of disc protrusion however there was some moderate facet degeneration. On (B)(6) 2007 the patient presented with a generalized discomfort in the lower back. A MRI was reviewed which showed some inflammation of the nerves l4-5. On (B)(6) 2007 the patient presented with low back pain and right hip pain. The patient reported that since the surgery the pain radiates into the hip. On (B)(6) 2007 the patient presented with pain throughout low back and right hip. A MRI had revealed mild arachnoiditits of the nerve root at l4-5. There was pelvic un-leveling - low on the right. On (B)(6) 2007 the patient presented with lower back pain radiating to right hip. The patient underwent a CT of the lumbar spine which showed mild exiting neuroforaminal encroachment at the level of l5-s1 and also l2-3 on the left. There was also considerable irregular degenerative changes involving the facet joint and transverse processes but appeared to show osteopenia and erosions - the degree more than expected for the age of the patient in conjunction with fusion of the bilateral s1 joints, sclerosis and some erosions. The patient also underwent a myelogram which demonstrated mild effacement of the anterior thecal sac at the level l2-3 and l3-l4 - no high grade stenosis was identified. On (B)(6) 2007 the patient presented with right sided radicular complaints. The patient started lyrica and a medrol. On (B)(6) 2007 the patient presented with reported feeling better but did not tolerate the lyrica and medrol dose pak. In the encounter note it was reported that the neurosurgeon felt there was nerve damage causing pain into the hips. On (B)(6) 2007 the patient presented with low back and hip pain. On (B)(6) 2007 the patient presented with low back and hip pain and spasms in the lower back. On (B)(6) 2007 the patient presented with lower back stiffness and decreased rom. On (B)(6) 2007 the patient presented with pain in back, spasms in the right gluteus maximus, and limited rom l4-5. On (B)(6) 2008 the patient complained of tension in lower back. On (B)(6) 2008 the patient presented with complaints of dull aches in lower back. On (B)(6) 2008 the patient presented with tension in low back and pelvic unleveling. On (B)(6) 2008 the patient presented low back pain and tension in the gluteus maximus o the tight, on (B)(6) 2008 the patient presented with complaints of tension throughout back. On (B)(6) 2008 the patient reported feeling much better and spasms in back. On (B)(6) 2008 the patient presented with complaints of generalized lower back pain and tenderness in the paravertebral area. On (B)(6) 2008 the patient was admitted to hospital and presented with syncope and headache and neck pain after a fall. The patient reported feeling dizzy and falling down 19 stairs to floor and lacerating lip. The patient reported having syncope in the past sometimes with nausea first. In the encounter notes it mentions a stress test from the year before being negative. A brain CT was conducted which was negative. A cervical spine CT showed moderately advanced degenerative disease for the patient's stated age. This was predominantly involving the c3-4, c5-6 and, less so, c6-7 levels. There was endplate sclerosis, anterior and posterior osteophytosis and joint space narrowing. There was no superimposed acute fracture. A remote fracture of the seventh spinous process may have occurred versus a non-united ossification center. Regardless, this was not an acute finding. Multilevel advanced degenerative disease was out of proportion with the patient's stated age. There was no superimposed acute bony injury identified. Lumbar spine x-rays were taken which showed spondylitic spurring at multiple levels but no fracture. An EKG showed no acute changes. A chest x-rays showed degenerative spurring of the mid lower spine. Impression: syncope, possibly neuro-cardiogenic. On (B)(6) 2008 the patient presented constant pain in back and complained that the fall from several days past had irritated their condition. Large spasms were noted in the lower back. On (B)(6) 2008 the patient presented with complaints of lower back and right hip pain. Per the encounter notes: I do feel that the patients persisting symptoms of right-sided low back pain are directly related to the fusion for l4-s1. On (B)(6) 2008 and (B)(6) 2008 the patient presented with lumbar back stiffness. On (B)(6) 2008 the patient presented with pain throughout lower back. The patient reported having been ill for two weeks several days previously. On (B)(6) 2009 the patient presented with lower back pain radiating off the right side. There was tenderness in the l4-5 and right gluteus maximus areas. Per the encounter notes: I do feel that the chronic spondylosis is causing some aggravation to the hip area. On (B)(6) 2009 the patient presented with pain in lower back and right hip. On (B)(6) 2009 the patient complained of tension throughout back. On (B)(6) 2009 (B)(6) 2009, and (B)(6) 2009 the patient reported pain lower back and hip. On (B)(6) 2009, (B)(6) 2009, and (B)(6) 2009 the patient complained of a constant ache in right hip and lower back. The patient felt they were worsening and that they at times felt like their hip was going to give out. On (B)(6) 2009 the patient reported worsening pain and spasm. The patients bursitis on (B)(6) 2009 the patient presented with right hip discomfort and underwent a MRI of the right hip which was unremarkable. It should be noted that artifact could be seen at l4-5 and l5-s1 with the appearance of mature osseous bridging across positions of the l5-s1 disc. On (B)(6) 2009 the patient presented with pain in low back radiating into the right leg and sometimes into the ankle. The pain was describes as aching, sharp and burning. The patient complained that the leg felt like it would give out on them. On (B)(6) 2010 the patient presented with intractable low back pain. The patient had been placed on ocyir. The patient complained of problems with spasms and difficulty sleeping due to spasms. The patient had begun acupuncture. The patient was prescribed baclofen as flexeril had not been controlling spasms. On (B)(6) 2010 he patient presented with intractable back pain and spasms. The patient underwent a random drug screen. On (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010 the patient presented with pain on the right side of the lower spine. On (B)(6) 2010, (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010 the patient complained of pain in lower back and hip and received acupuncture treatments. On (B)(6) 2010 the patient presented with right hip pain and underwent a MRI of the lumbar spine which showed foraminal narrowing at l4-5 and l5-s1 without nerve root contact and no nerve root swelling, or displacement. On (B)(6) 2010 the patient presented with right hip pain and underwent a lumbar spine MRI which demonstrated lumbar interbody fusion grafts were in place at l4-5 and l5-s1;pedicle screws and posterior rodding were seen l4-5, l5-s1; a laminectomy had been performed at both these levels. There was no disc herniation, stenosis, or abnormal contrast enhancement; there was foramina narrowing at l4-5 and l5-s1 however, there was no nerve root contact, no nerve root swelling or displacement. Per the encounters notes due to the patient's gi upset the best option for pain medication was long acting opioids analgesics. The patient was started on embeda. On (B)(6) 2010 the patient presented with right hip pain and underwent a lumbar spine MRI which showed interbody fusion grafts are in place at l4-5 and l5-s1; pedicle screws and posterior rodding at l4-5, l5-s1; no disc herniation, stenosis, or abnormal contrast enhancement; foraminal narrowing was seen l4-5 and l5-s1. On (B)(6) 2010 the patient presented with back pain but reported they were unable to stand for long periods without experiencing sciatica. On (B)(6) 2010 and (B)(6) 2010 the patient presented with severe lower back pain with moderate spasms in the erector spine from l1-l5. On (B)(6) 2010 the patient presented with a dull ache in the lower back. On (B)(6) 2011 the patient presented with right hip pain, sharp shooting pain down the right leg with numbness and tingling, especially in the middle three toes of the foot. An emg/ nerve conductive study was conducted which indicated electro-diagnostic evidence of right, chronic, l4-5 and l5-s1 radiculopathy, but with no evidence of active denervation to suggest acute injury. On (B)(6) 2011 the patient presented with back and hip pain. On (B)(6) 2011 the patient underwent labs which reported low hgb, hct, mch and high rdw counts. On (B)(6) 2011, (B)(6) 2012 the patient presented with pain in hip and back with spasms in back and decreased rom secondary to pain. On (B)(6) 2011, (B)(6) 2012 the patient presented lumbar spine and hip rom and pain. The patient underwent acupuncture treatments. On (B)(6) 2011 through (B)(6) 2011 the patient presented with chronic pain in the lower back radiating into the right hip with sciatica; swelling; subluxation of l5; and spasms of the lumbar muscles. In the encounter notes it mentions a positive emg with irritation of the l5 nerve root. On (B)(6) 2011 the patient presented with pain and underwent a cervical spine mr which showed degenerative changes resulting in mild to moderate foraminal stenosis. On (B)(6) 2012 the patient presented with hip and back pain which affected daily living activities including sleep. On (B)(6) 2012 the patient presented chronic back and hip pain. On (B)(6) 2012 the patient underwent a neurological and orthopedic examination of the back and hip which showed positive for fabere test on right; kemps test on right; lasague on right; bragards sign on right; and leg-lowering test. Vertebral spasms were apparent at l5, l4 and s1. Functionality short right leg length. On (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, and (B)(6) 2013 the patient presented with worsening pain in back and hip and/or numbness. On (B)(6) 2013, (B)(6) 2013, (B)(6) 2012, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013 the patient presented with hip and back pain and/or numbness. On (B)(6) 2013, (B)(6) 2012, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, and (B)(6) 2013 the patient presented with hip and back pain and underwent acupuncture treatments. On (B)(6) 2013 the patient presented with low back pain and underwent a lumbar spine MRI which showed disc protrusion versus enhancing scar tissue at l5-s1 narrowing the lateral recess and left sided neural foramen; small annular bulge at l3-l4 causing no central canal stenosis or neural foraminal narrowing; and mild left sided neural foraminal narrowing at l2-l3 secondary to annular bulge and ligamentous and facet hypertrophy.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a l4-l5 and l5-s1 hemilaminectomy, microdiskectomy with wide foraminotomies followed by interbody arthrodesis at l4-5 and l5-s1 using rhbmp-2/acs. It was reported that post-operatively the patient developed pain, radiculitis, unanticipated bone growth, and mental anguish.